Event description:
A (B)(6) male pt called zoll customer support to report that his monitor response buttons were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the rear response button was not functional. In addition, the monitor failed a pulse test. The cause for the non-functional response button was damage to the response button carbon contacts. The cause for the pulse test failure was isolated to a damaged c19 high-voltage capacitor. The c19 capacitor was broken free from the monitor defibrillator board. The root cause for the broken lead on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connector. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began 01/21/2013. Results will be monitored. The root cause for the damaged carbon contacts on the rear response button switch could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.